Manufacturer narrative:
The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. In this event, the patient required sutures to close the laceration to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. The inspection of the device performed by a baxter service technician noted that no problem was found with the device. The device was found to be working as designed. Furthermore, there was no allegation of a device malfunction. Although there was no device malfunction and the incident can be attributed to use error, hillrom is reporting this serious injury.

Event description:
The customer reported that during the use of the sabina lift, the patient put his arm in front of the device¿s right sling hook. The patient¿s arm slipped into the hook sustaining a wound which required 5 stitches. And a wound on the right forearm with 5 stitches. This incident was captured under hillrom complaint ref # (B)(4).